Manufacturer narrative:
Device investigation narrative - one 4.5 ultra pk footprint anchor inserter was returned for evaluation. Anchor was not returned prohibiting confirmation of the reported complaint of anchor breakage. Visual assessment of the inserter showed the inner shaft is slightly bent; this condition is consistent with off axis insertion. Per the device IFU ¿establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole¿. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time. No medical documents were received for investigation. Therefore, a clinical assessment cannot be performed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion the tip of the anchor broke off and was left in the patient. There was a short delay of less than 30 minutes and a backup device was available to complete the procedure.